Event description:
Customer reported that the 840 ventilator was inoperative while in use on a pt. There was no pt harmed or injured as a result of the vent. Covidien was not able to duplicate the alleged malfunction. The keyboard assembly was replaced as precautionary. The ventilator passed all testing.